Event description:
It was reported that the patient experienced stimulation in the wrong location. The patient was implanted to stimulate both feet, but stimulation gradually stopped on the right side. The patient was reprogrammed on (B)(6) 2013 however, the new programming made her stomach hurt as if she had indigestion and heartburn for about a week before fading. It was also reported that the night after the reprogramming the patient experienced a headache and started itching all over, with itching in her feet still remaining. It was also reported that the patient didn't turn the ins on right away, and when she did, it stopped working on the left side and hurt her back. It was noted that the patient had problems with her stomach, but hadn't had them in a couple of years. It was later reported that impedances were checked and contacts 0 and 9 were off. X-rays were taken, which revealed that the leads had migrated down past t12. It was reported that a lead revision was to be scheduled.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37746, serial# (B)(4). Product type: programmer, patient: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2013. Product type: lead: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2013. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).